Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Srom hudson adapter connection, tooth broke off.

Manufacturer narrative:
Examination of the returned device confirms the complaint; both tabs have been fractured. Previous investigations found misuse and heavy usage as contributing factors. If used with reamers that have begun to wear on the reamer hudson attachment ends/flats, the worn reamers can rotate within the end of the instrument and facilitate a spreading/tearing of the tabs as well. A complaint database search finds no other reported incidents against the provided product and lot combination. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.